Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, pacing lead impedance and loss of capture were observed on the right ventricular (rv) lead. Diagnostic trends showed that capture threshold and pacing lead impedance values were increasing over the last year. A new device was implanted, and programming change was made on the lead to resolve the issues. The patient¿s condition was stable.